Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. Upon interrogation it was discovered that this device declared and error code 1003 and had noise, oversensing and pacing inhibition. The pacing inhibition resulted in greater than two seconds of asystole. Engineering review was performed and it was determined that the crt-d was functioning as expected in regards to the error code 1003. The error code was set due to an extreme change to the left ventricular (lv) pacing parameters. The lv was reprogrammed to 7.5 volts @ 1.8 milliseconds from 0.1 volts at 0.1 milliseconds. This is an expected result and the error code was to be disregarded. Subsequently, due to the noise and oversensing issue the patient underwent a revision procedure and both products were explanted and replaced. No further complications have been reported.